Manufacturer narrative:
On 04/19/2016, merge healthcare received information regarding an eye station that would not boot up. The system was returned to merge and the motherboard was replaced and the system was sent back to the customer. (Reference report 2183926-2016-00585). Then on (B)(6) 2016, merge healthcare was notified that once the computer was returned, the camera was not recognized. Currently, the camera has been returned to merge healthcare for evaluation.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified by a customer that their eye station camera was not recognized by the computer and as a result images could not be captured. Follow-up with the customer indicates because of the issue, patients are being rescheduled and diverted to other locations for testing. No direct patient impact is known as a result of this issue. Due to images not being captured, there is a potential for a delay in treatment or diagnosis. (B)(4).

Manufacturer narrative:
On (B)(6) 2016, merge healthcare received a canon camera, a pc tower, hasp, and connection cables for evaluation. The completed evaluation determined no issues were found with merge hardware or software. Support upgraded the camera software for complete resolution. Corrected data: updates to g1-2 to meg mucha. Update to conclusion code.